Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019.

Event description:
The customer reported the ventilator has an inaccurate measurement. The unit was in clinical use at the time the reported issue was discovered, however, there was no harm to the patient or the user.

Manufacturer narrative:
Date received by manufacturer: 21oct2019. Report date: 22oct2019. The manufacturer¿s international service technician confirmed the reported issue. Patient breathing cannot be detected and fault is present in the air flow sensor. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.